Event description:
During an ablation procedure a patient burn occurred. The skin was not prepped and the grounding pad was placed on the mid-lateral right side of the back, which was hairy. The procedure was completed with no issues but upon removal of the grounding pad a burn was noted. A burn cream was applied and the patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn make have been procedure related. Per the IFU, a skin burn is a known risk during the use of this device.